Manufacturer narrative:
The customer reported that the event occurred 3 weeks prior to the date of call. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The date of event is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported his adc meter reader was turning on with button press but not with test strip insertion. On an unspecified date, customer experienced dizziness and he called the paramedics for assistance as he was unable to test. Customer was rushed to the hospital as he was "getting confused" and upon arrival, a reading of 1,100 mg/dl was obtained on an unspecified meter. Customer was diagnosed with severe hyperglycemia and reportedly treated with 1 bag of glucose intravenously and was prescribed with humalog (insulin lispro) and levemir (insulin detemir) on a sliding scale. Customer additionally reported that it took a whole day to reduce his sugar level. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (lot number) and (expiration date) have been updated based on additional information received. The reported test strips have not been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. A DHR (device history review) for the freestyle strips were reviewed and the DHR showed the strips passed all tests prior to release. Retain testing was performed for freestyle strips and all units performed in specification and passed. As the meter was returned and investigated therefore, no further investigation activities were performed on the meter. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
Customer reported his adc meter reader was turning on with button press but not with test strip insertion. On an unspecified date, customer experienced dizziness and he called the paramedics for assistance as he was unable to test. Customer was rushed to the hospital as he was "getting confused" and upon arrival, a reading of 1,100 mg/dl was obtained on an unspecified meter. Customer was diagnosed with severe hyperglycemia and reportedly treated with 1 bag of glucose intravenously and was prescribed with humalog (insulin lispro) and levemir (insulin detemir) on a sliding scale. Customer additionally reported that it took a whole day to reduce his sugar level. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. Visually inspection of the meter was performed and no issues were observed. The meter powered on with button depression and with strip insertion. A port issue was not observed. The complaint is not confirmed.

Event description:
Customer reported his adc meter reader was turning on with button press but not with test strip insertion. On an unspecified date, customer experienced dizziness and he called the paramedics for assistance as he was unable to test. Customer was rushed to the hospital as he was "getting confused" and upon arrival, a reading of 1,100 mg/dl was obtained on an unspecified meter. Customer was diagnosed with severe hyperglycemia and reportedly treated with 1 bag of glucose intravenously and was prescribed with humalog (insulin lispro) and levemir (insulin detemir) on a sliding scale. Customer additionally reported that it took a whole day to reduce his sugar level. There was no report of death or permanent injury associated with this event.